Event description:
During a procedure involving a valleylab cautery unit, pt received a burn on lower/back left rib area. The burn is possibly chemical in nature. The unit is being checked to be sure that it is functioning properly. May be user error.